Event description:
The contact stated the customer tested her blood glucose using her contour meter and rec'd a reading of 63 mg/dl. She then tested using another meter (brand/type unknown) and rec'd a reading of 300 mg/dl. The difference between the readings falls in the "c" zone of parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.